Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to patient sudden loss of benefit. The patient was reimplanted with a device from a different manufacturer (specific date not reported).